Event description:
The customer reported getting intermittent pads/paddles test failures during opcheck.

Manufacturer narrative:
(B)(4). The customer reported getting intermittent pads/paddles test failures during opcheck. The device was evaluated at philips and the symptom could not be duplicated. ECG and therapy cable opcheck failures were noted in the system log. Opcheck failures alone do not indicate a device malfunction. We are unable to determine the cause of the customer's reported symptoms.